Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was damage and the customer experienced high blood glucose. The customer¿s blood glucose was 600, 414, 141, 297 mg/dl. The customer was treated with the insulin pump, manual injection and food correction. The customer reported that there was insulin flow block alarm. Customer was neither in emergency room, nor admitted into hospital, as a result of high blood glucose. The customer was not alleging insulin pump was under delivering. The auto mode feature was not active and automatically adjusting insulin at time of high blood glucose event. The customer stated that the tubing was clear but they saw air bubble smaller than soda pop size. The product will not be returned for analysis. Unomedical set, frn-mmt-332-rsvr, ozp-mmt-7020- snsr.